Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 1275 mg/dl. The customer states there was an emergency room visit for the high blood glucose levels. The customer states they treated with insulin drip and shot of insulin. The customer states their levels were lowed to 625 mg/dl. The customer states they had already conducted set change. The customer declined to troubleshoot the device.